Event description:
It was reported that the self holding screwdriver was sticking inside the screw head and would not release after implanting the screw. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. A visual examination and functional check found that the part was manufactured according to specifications and functioned as designed.